Event description:
The pump was returned for investigation. Investigation revealed contamination under the contrast and down arrow keypad buttons. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4):the keypad rubber was found to be intact and all keypad buttons responded normally. Investigation revealed contamination under the contrast and down arrow keypad buttons. Unrelated to the complaint, evaluation revealed a cracked display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).